Event description:
It was reported that the customer had a motor error on the insulin pump. Customer stated the error occurred during normal basal delivery and that the insulin pump vibrates sometimes for no reason. The helpline performed self-test on the insulin pump and insulin pump passed. Insulin pump will be returned and replaced. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was unable to prime during prime test due to faulty force sensor. Insulin pump passed displacement, rewind, basic occlusion, occlusion and excessive no delivery test. No motor error alarm noted. Motor passed motor test. Insulin pump had minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.